Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. According to the information provided by the technician, the customer reported that the ventilator did not supply air and ventilator was immediately replaced and checked. Device successfully passed pre-use check. Review of the device's logs confirmed that air leakage occurred - alarms for inspiratory tidal volume exceeded the limit and low positive end expiratory pressure (peep) was generated. The software was updated and device was check again and no deviation was found. The device was delivered to the user in working condition. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as high respiratory rate, positive end expiratory pressure (peep) low, inspiratory tidal volume overrange or expiratory minute volume low indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leak.